Event description:
Information received from the swift prime clinical trial, subject (B)(4).the patient was randomized to IV tpa (tissue plasminogen activator). On (B)(6) 2014, the patient underwent mechanical thrombectomy. During the procedure, the patient was reported to have an adverse event of vasospasm. Three doses of verapamil were administered and the vasospasm was resolved.no patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded.(B)(4)

Manufacturer narrative:
Reference (B)(4) follow-up 1.